Event description:
This is an adverse event recorded on a case report form (crf) as part of the (B)(4) patient registry. This patient was retrospectively enrolled with 8 cm high grade dysplasia. Two months after a secondary focal ablation, the patient underwent a endoscopic resection. One month post endoscopic resection, the patient underwent another focal ablation. In follow up two months later, the patient developed a stricture which was subsequently dilated and the patient's symptoms were resolved. Per the physician, the severity of this event was mild, the relationship of the event to the device procedure was possible and there was no device malfunction.

Manufacturer narrative:
The site did not return any device or provide any lot or serial numbers therefore no device evaluation was performed. If additional information pertinent to this event is obtained, a follow-up report will be submitted. (B)(4).